Manufacturer narrative:
Additional information: analysis of the returned device shows that visual review confirms implant inserter foot (pn# 6473610-03) is broken off from the instrument. Microscopic examination of the fracture surface identified a fairly brittle fracture with rays emanating through the cross-sectional area from the area of origin. Optical examination of the -03 foot component identified significant deformation at the potential impact points during implantation, as well as on the underside surface which mates to the -01 handle component. The above observations are consistent with overload due to impact during attempted implantation.

Event description:
It was reported that a patient underwent an unknown spinal procedure. "After inserting the disc, the surgeon wanted to push it few millimeters farther down. During this procedure, the black plastic part of the implant inserter broke in 2 parts". All of the broken pieces were retrieved from the patient.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.